Event description:
The third-party service agent contacted physio-control to report that their customer's device gave an "abnormal energy delivery" message during testing. In this state, the device may not be able to deliver effective defibrillation therapy to a patient, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and advised some unrelated repairs. The customer declined the repair and the device was returned to the customer without repair. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio -control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio-control to report that their customer's device gave an "abnormal energy delivery" message during testing. In this state, the device may not be able to deliver effective defibrillation therapy to a patient, if needed. There were no reports of patient use associated with the reported event.